Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that the pc board has no codes and the alarm is not working as well.